Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on customer site. The f22 alarm indicated that there was sensor board damage. Visual inspection of the sensor board confirmed that the sensor board required replacement. However, no repairs were made as the device was swapped and removed from service.

Event description:
It was reported that a flogard infusion pump had experienced an f22 alarm. It is unknown during what process step that this alarm was identified, however there was no patient involvement. Additional information was requested and is not available.